Event description:
A us distributor reported that a patient was receiving adjust belt messages, arrhythmia alarms, asystole events, can connection, and add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed.  The reported problem (add gel/replace belt, adjust belt messages, arrhythmia alarms, asystole event, can connection) has been confirmed.  Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable.    The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.